Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information regarding dreamstation expert CPAP. The patient is alleging black particles in the device. There is no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was returned to the manufacturer's product investigation laboratory for investigation. An external and internal visual inspection of the device was completed by the manufacturer and found evidence of liquid contamination located in the humidifier lid and the lid seal, dry box seal, heater plate and the water tank. The manufacturer confirmed there was no evidence of sound abatement foam degradation/breakdown in the returned materials. The manufacturer also found an unknown dust like contamination on the top enclosure, front panel, bottom enclosure, and the blower motor, a plastic like particles was observed on the bottom of the humidifier, an unknown contamination on the bottom enclosure of the humidifier and dust like contamination on the dry box, and the back panel. Pil cannot confirm the complaint of black particles in the device. The device's unit hardware log was reviewed by the manufacturer and found no error codes. The manufacturer concludes a liquid contamination found were not consistent with the device. There was no evidence of sound abatement foam degradation. In this report, box d, g, h has been updated/corrected.